Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found a motor gear train anomaly due to corrosion and/or wear and/or lubrication. Analysis found motor gear train anomaly, stall due to shaft-bearing. The pump logs were examined in analysis and noted the last drug update was on 6/6/2014 and was listed as baclofen. Correction: conclusion code 67 is no longer applicable.

Event description:
It was later confirmed that the pump was explanted on (B)(6)-2014. The patient¿s outcome was recovered without sequela. No diagnostics methods were performed. It was reported that the drug in the pump was unclear as to being lioresal, or compounded baclofen. Addition follow-up was requested for infusion drug clarification, but no information was received. A follow-up report will be sent if additional information becomes available.

Event description:
The pump was alarming and a confirmed motor stall was noted. There were no magnets or MRI (magnetic resonance imaging). On (B)(6) 2014, the patient had started to experience withdrawal. A pump replacement was planned for (B)(6) 2014. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).